Event description:
MFR received a medwatch report stating that a pt's arm became wedged between a bed rail and the bed. This allegedly resulted in hospitalization and eventually amputation. No malfunction has been reported and evaluation has not been permitted.